Manufacturer narrative:
The investigation concludes that lower than expected vitros tsh reagent lot 7310 results were obtained from a patient correlation sample tested on a vitros 5600 system, when compared to the results obtained from a non-vitros method. The assignable cause of the event was not determined. There was no indication vitros tsh reagent lot 7310 or the vitros 5600 integrated system malfunctioned. Historical tsh quality control results were within acceptable ranges and within-run precision testing indicated the vitros 5600 integrated system was performing as intended. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros tsh reagent lot 7310. The customer did not provide any information as to when the affected samples were collected or how the samples were stored prior to testing on either the vitros or non-vitros methods. Therefore, improper sample handling/storage cannot be ruled out as contributing to the event. The customer stated the correlation patient samples were collected and centrifuged at alternate sites and there was no way to determine if the affected samples were centrifuged in accordance with the sample collection device manufacture's specifications for sample centrifugation. Therefore, improper pre-analytical sample handling could have contributed to this event, and it is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report lower than expected vitros tsh reagent lot 7310 results were obtained from a patient correlation sample tested on a vitros 5600 system, when compared to the results obtained from a non-vitros method. Correlation sample 4 vitros tsh results of 0.19, 0.23 and 0.18 miu/l (hyperthyroid) vs. The non-vitros tsh result of 0.76 miu/l (euthyroid). Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The lower than expected vitros tsh result obtained from correlation sample 4 was not reported outside of the laboratory as the correlation was performed with the alternate vitros site to assess accuracy of the vitros tsh reagent. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment 607214.